Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to an infection. There was no new device implanted as a replacement. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The completed product investigation provided the known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Diagnostics were performed and inspection confirmed no anomalies with the device battery or memory. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to an infection. There was no new device implanted as a replacement. The device was returned for analysis. No additional adverse patient effects were reported.